Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A new case of gamma 4 lag screw cut out was reported. Patient requires revision.